Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient was revised to a thr. Conversion to thr due to non-union/distal screws broken/pain.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. Screw breakage in general has been experienced but does not present an unanticipated event in itself. It had rather been confirmed that implant removal was performed because of non-union after an implantation period of more than 2 years. Depending on load application ¿ e.g. The patient¿s weight and post-implant activity ¿ also, depending on the patient¿s general post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, further, depending on the course of bone healing and other factors a screw breakage can rather be classified as anticipated (ref to IFU). Additionally, x-rays revealed that the lag screw had moved towards lateral which indicate that the bone-implant-structure had subsided resulting in axial load towards distal. With given information it could not be excluded that this axial (over-)load application had contributed to screw breakage. Additionally, screw breakage due to repeated load application over an extended period ¿ here significantly more than 6 months ¿ is not unlikely and rather anticipated. Under such circumstances the implants may break in a fatigue manner. With available information no further technical and no medical statement was possible. In case further relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the implant in question was not verified.

Event description:
Patient was revised to a thr. Conversion to thr due to non-union/distal screws broken/pain